Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported while inserting accucath guidewire got stuck in sub of tissue. No other information was provided.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of difficult accucath insertion was confirmed. The product returned for evaluation was one 20ga x 2.25¿ accucath peripheral IV catheter assembly. Use residues were evident throughout the sample. The catheter was separate from the assembly. The safety button was depressed and the needle was fully withdrawn into the housing. A complete break was observed in the guidewire shaft. The distal fragment, including the coil tip, was partially inlaid through the catheter shaft. The guidewire shaft protruded through a split in the catheter shaft near the distal tip. Microscopic inspection of the break site in the guidewire revealed a primarily dully granular fracture surface with a region of increased luster. Sharp curved shape memory was observed in the vicinity of the break. Microscopic inspection of the split in the catheter revealed abundant deformation and discoloration at the split site. The catheter damage was consistent with catheter perforation by the guidewire during attempted guidewire advancement. Such damage can occur if catheter advancement is attempted prior to guidewire advancement. The guidewire damage was consistent with shearing against the needle bevel. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported while inserting accucath guidewire got stuck in sub of tissue. No other information was provided.